Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two sterile packages were found damaged. These damaged packages were noted during inventory of product.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products confirmed that both the sterile cavities were damaged. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is thin/variable blister wall thickness and no head-space in shelf carton is causing the blister to deform. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.